Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6). Device will not be returned to manufacturer.

Event description:
Customer reportedly received the following mobile - aviva system results within 10 minutes: mobile 18.0 mmol/l - aviva 8. Mmol/l mobile 15.0 mmol/l - aviva 6.3 mmol/l mobile 19.5 mmol/l - aviva 8.8 mmol/l no actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips have been discarded.